Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the syringe tip broke off in the arterial saline tubing connection. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to a broken syringe in the arterial saline tubing connection. There is no evidence of a device malfunction. Syringes are not part of the nxstage device. Nxstage cartridge includes standard luer components widely used throughout dialysis industry. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.